Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: adjacent level degeneration at l4-l5. The patient underwent the following procedures: (1). Hardware removal, l3-4. (2). Posterolateral fusion from l3 to l5. (3). Segmental instrumentation from l4 to l5. (4). Bone grafting of the lumbar spine, with autograft, bone bank bone, and bmp. As per operative notes, ¿a decompression at l4-l5. Once we had completed the decompression, a bone graft was placed in the posterolateral gutters along with bmp.¿ no intra-operative complications were reported.